Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, dwell 2 of 3. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and the transfer set and they cycled power off and on to se 2367. They cycled power off and on to press go to start prompt. The hp stated she had a spare supply line clamp that was left open causing the se 2240 in dwell 2 of 3. The tsr explained to discard all the supplies and to report the alarm to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that nights therapy manually and the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to resume therapy the following day with new supplies. She finished out therapy with manual supplies that day. She had accidentally left a clamp open on the unused supply line. She did discuss the alarm with her nurse. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 in regards to a system error 2240 alarm and she had already discussed the alarm with the patient. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.